Manufacturer narrative:
Follow-up #1: date of submission 10/26/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/13/2015 with the following findings: during investigation, a visual inspection of the pump revealed rust/corrosion inside of the battery compartment. A leak test was performed and found a crack in the pump case at the bottom left side of the keypad and the display lens. The pump case was removed and evidence of moisture found inside the cover, on the piezo, support bracket and the battery canister.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.